Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch 2032227-2016-24980.

Event description:
The customer reported via telephone call that the sensor did not register that the blood glucose was low and he became unconscious and was hospitalized. The blood glucose reading was 42 mg/dl. The customer was treated with intravenous fluids. The customer was wearing the insulin pump at the time of the event. She also reported that the sensor gave a reading of 58 mg/dl when the blood glucose reading was 136 mg/dl and caused the threshold suspend to be activated. The cannula was straight and the customer reported that there was no incorrect or delayed entry of a blood glucose reading. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration date. Also, found sensor with a bent cannula. Unable to confirm if customer received sensor in said condition due to customer returning it opened and closed.

Manufacturer narrative:
The information provided in with the initial report was incorrect. The correct information has been provided with this report. The hospitalization has been reported under manufacturer report number 2032227-2016-24980.